Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently bleed back was noted. The tubing sets were being used to deliver normal saline. After unspecified lengths of time in use, the customer contact noted, "kinked tubing which causes leaks," between the distal y-sites and the option-loks. It was reported that unspecified amounts of blood backed up into the tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.